Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although the reported needle-to-cuff miss was not confirmed, the analysis of the returned device indicated that the link detached from the swage-end of the posterior cuff, which would appear similar to the operator as the reported needle-to-cuff miss. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.